Manufacturer narrative:
Further information indicated this device did not cause or contribute to the patient¿s death and therefore should not have been submitted as a medical device report (MDR).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, a variation on r-wave sensing and an increase in capture threshold was noted on the device. The device was reprogrammed to resolve the event. Later at home, the patient expired due to cardiac arrest. Technical services reviewed the device session records and noted ventricular tachycardia (vt) and ventricular fibrillation (vf) episodes, which were over-written by several episodes of nonsustained oversensing. There were three aborted high voltage shocks due to undersensing. The physician indicated there was no allegation that the patient's death was related to a malfunction of the lead or device. Furthermore, technical services suggested the patient had an agonal rhythm which would have been naturally undersensed by the device.